Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to connecting tube had brown foreign objects due to insufficient cleaning, additional findings were as follows: switch box had a crack; flexibility adjustment ring was damaged; grip was shaved; air/water cylinder had discoloration; suction cylinder had discoloration; right/left and up/down knob was shaved; due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; plastic distal end cover had a chip; and connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a malfunction of zoom/focus switching function. There was no patient harm associated with the event. The device was evaluated, and it was found that the connecting tube had brown foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material could not be removed due to physical damage on the device. -the suggested event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use. - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.